Manufacturer narrative:
The product was not returned. However, photograph(s) were provided for review. Inspection of the provided image(s) shows a broken screw at the intended break point of the on top of the screw head and fractured below the screw head.

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, while screwing the screw into the bone for a weil osteotomy, the head of the screw twisted off in the screwdriver. Screw head was still above cortical bone, so stem was able to be removed via grabbing with a hemostat and unscrewing the stem.